Event description:
A surgeon reported that the iop (intraocular pressure) control was unable to be used after beginning the procedure. The cassette was replaced with another one and the procedure completed. No patient harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No further information is expected for this case. (B)(4).